Event description:
Reporting status: death. Reporting rationale: pt expired 17 days after the procedure. Device issue: no device malfunction has been reported. It was reported that the 2.5 x 28mm xience v stent was implanted in 2009, without complications. The target lesion was in the om1, which was totally occluded. The physician was notified that the pt expired in 2009. No additional event or pt info is available.